Event description:
It was reported to nova biomedical that a consumer received a result of 384 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on that reading. The consumer reported she experienced a hypoglycemic event because she administered 4 extra units of insulin. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.